Manufacturer narrative:
Evaluation summary: it is assumed that the screws were loosened by repeatedly attaching and detaching the adapter to the aw connector. A service manual for changing the screw lock application position was issued on 11jun2021, and training was conducted at the service center. This device is classified as import for export, therefore 510k is not applicable.

Event description:
The a/w connector is leaky. This event occurred at the time of before use. There was no report of patient harm.